Event description:
Brava bras sells a class 11 medical device to enlarge breasts. A local dr and rptr both tried it and both developed blisters on breasts. When rptr called to complain the person who answered the phone said they did too. How can we force the MFR to warn or improve this product?